Manufacturer narrative:
Additional 510k#, sensor - k092101. Oximeter and sensor manufacturer: nonin medical, inc. (B)(4). Note: the device labeling contains the following caution statement. "Inspect the sensor application site at least every 6 to 8 hours to ensure correct sensor alignment and skin integrity. Pt sensitivity to sensors may vary due to medical status or skin condition." The distributor did not submit a user facility/importer report to the manufacturer. (B)(4). Carefusion issued a (B)(4) number to the distributor for the return of the alleged faulty devices (oximeter and sensor) for evaluation. As of (B)(4) 2010, the alleged faulty devices have not been received. Once they have been received, they will be sent to the manufacturer for evaluation. Upon receipt of the evaluations results, carefusion will submit a follow-up medwatch report.

Event description:
The following description of the event and the condition of the pt was documented by a carefusion tech support specialist in response to a phone conversation with the distributor's representative. "[Name removed] from [distributor's name removed] called [name removed] at tech support with a pt complaint; she notes - pt returned unit with complaint oximeter probe burned tip of finger. She did not visibly see a burn. Pt described, tip of finger was hot to the touch, painful to the point of need of applying ice to area. T3 unit (B)(4); oximeter (B)(4); oximeter probe (B)(4) pt states when he woke up this morning, he had severe pain in his finger tip - like a sharp pinching sensation, he also notes there is a red discoloration mark remaining at the location. I sent a replacement nonin bluetooth oximeter, a finger probe on (B)(4). We originally thought tech support would issue the RMA and get the times in question back, but it was later determined that I needed to issue the return label which I did on (B)(4)".